Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. This occurred during use of the device for peritoneal dialysis therapy. The leak was identified between the female connector and main body. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted damage in multiple locations on the dark blue female connector of the transfer set. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing using an in-lab minicap connected to the dark blue female connector of the transfer set identified a leak between the female connector and minicap. The damage on the female connector was the cause of the leak. The reported condition was verified. The cause of the damage on the female connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.